Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of undersensing were observed. The physician suspected the episodes were due to fluid in the pocket. The issue resolved on it's own with no further episodes of undersensing. The physician elected to take no further action. The patient was in stable condition.